Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a hospitalization due to high blood glucose. She stated that the insulin pump had stopped delivering insulin. The blood glucose reading was over 400 mg/dl. She stated that the sensor readings were also inaccurate and that there was an instance where the sensor reading was 44 mg/dl when the blood glucose reading was 130 mg/dl. Customer was advised on calibration protocol. Customer was treating with manual injections. Nothing further was reported.